Event description:
Medtronic received information of a left femoral artery pseudoaneurysm. Cryoablation procedure was performed on (B)(6) 2014. Following sheath removal, the patient developed painful left groin hematoma. The following day a bruit was heard. An ultrasound was performed which showed a 7.5 x 2.5 x 3 cm arterialized vascular collection connected by a 3mm x 2cm stalk consistent with a pseudoaneurysm. Percutaneous thrombosis of cavity was performed on (B)(6) 2014. Event resulted in prolongation of patient's hospitalization. Event resolved on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.